Event description:
It was reported that the pericardial effusion (pe) occurred. The patient had been taking warfarin. A left atrial appendage (laa) closure procedure was being performed. It was confirmed on transesophageal echocardiogram (tee) that no pre-existing pe was present. A nrg rf transseptal kit was selected for use. It was mentioned that due to prior back surgery, it was difficult to get groin access and transseptal puncture (tsp). The nrg rf needle and a fixed tsp sheath was used to complete tsp, however it was difficult for the fixed tsp sheath to get to the left side and as the physician was struggling to get it to the left side the fixed tsp sheath "spun around". So the physician decided to exchange the nrg rf transseptal kit system out for versacross connect (vcc) with a watchman trusteer access system (was) for exchange with an amplatz wire. A 27mm watchman flx pro delivery system and closure device (wds) was inserted and the closure device implanted, with no recaptures required. During the end of the procedure, a large pe was noted on the right side of the heart, once the sheath system was removed. A pericardiocentesis was performed. Patient was in stable condition and the procedure was concluded. The patient was sent to the intensive care unit (ICU) and was expected to fully recover. The patient is reportedly doing well and will be discharged two days post index procedure. In the physicians opinion, the pe was caused by either the nrg fixed tsp sheath or the amplatz wire.